Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was selected to treat the lesion. However, during introduction as the device was being advanced, the patient moved and the stent strut became stuck within the y connector, damaging the stent. The stent was completely removed from the patient and the patient moved again, dislodging the stent from the delivery system onto the cabinet. No patient complications were reported and the patient's status was stable.